Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed motor error during a bolus delivery attempt. The blood glucose reading was 432 mg/dl, which was treated for with a manual injection. The customer's mother stated that no significant events leading up to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
No motor error alarm noted. The insulin pump was unable to complete the prime test due to faulty force sensor relay. No further tests could be performed due to faulty force sensor. The motor was tested outside the device and passed. The insulin pump was received with minor scratched lcd window, cracked belt clip slot, cracked reservoir tube lip, scratched reservoir tube window, cracked case at display window corner, missing end cap sticker and cracked battery tube threads.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.